Event description:
It was reported that: on (B)(6) 2013, a pt who was connected to an evita 2 dura ventilator coded. Ten to fifteen minutes later, the staff realized that the ventilator had never been taken out of standby mode after the pt was connected to the ventilator. The pt expired. The hospital staff has not alleged malfunction of the ventilator.

Manufacturer narrative:
The electronic logfile was available for investigation. The reported event could be reproduced by means of the log entries. The user obviously changed some parameters at 3:04 pm (device time). It is likely that the pt was connected at the time. The log entries confirmed that the device was in standby all the time and ventilation was not activated. The standby status is clearly recognizable as >standby< is displayed on the screen and the background color changes to yellow - in contrast to blue which is the background color during ventilation. There was no device failure.